Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient did not have convulsions, it was just dyskinesia.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient had been travelling back from their doctor's office and had convulsions. They were unable to turn their implant off because their programmer had been left at home during that time. Troubleshooting performed and outcome were both unknown. No further complications were reported as a result of this event.